Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and low impedances. It was also reported that the right atrial (ra) lead had fractured and exhibited a low impedance. The rv lead and ra lead were capped and replaced. No patient complications have been reported as a result of this event.